Manufacturer narrative:
The device passed displacement test, sleep current measurement, active current measurement and self test. No failed battery test alarms, low battery alerts or power loss alarms noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 alarms, pump error 24 alarms, replace battery alerts or replace battery now alarms noted during testing or in the pump trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had failed battery alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.